Manufacturer narrative:
The operator of the device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a device exhibited an error code. No patient injury was reported.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals are intact, and the battery door is missing. The device?s event history log was reviewed for evidence of the reported event, error code was found. To conduct functional testing, the pump was powered up and the customer problem was duplicated "lec 1210" on the pump display. To address the issue, the microprocessor unit board was replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device., corrected data: health effects - clinical signs and symptoms or conditions corrected.